Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe was not turning on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse was able to reproduce the issue and replaced the erbe according to isi procedures. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the issue was able to be replicated. There was no power during testing. The root cause was due to a component failure. The customer reported issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup vsc. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) erbe generator was unable to power on. The customer received phone assistance from the technical support engineer (tse). Prior to calling, the user connected another vision side cart (vsc) and disconnected the first vsc. Tse suggested to troubleshoot the disconnected vsc by checking that the erbe cable is properly connected and plugged into a known good outlet, however there was no change. The procedure was converted to another vsc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not delayed. The procedure was prostatectomy with dr. Vincent. Patient was male.